Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused medication. This was observed during patient infusion in the or (operation room). The pump was running a continuous infusion of remifentanil and was set to run a weight-based dose at 20 ml/hr; however, the pump ran the medication at a slower rate. As per the programmed 20 ml/hr, the patient should have received about 4.7 mg of remifentanil over the course of the case; however, the patient received less than 2 mg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.